Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for post implant follow-up. Upon interrogation, the right ventricular lead exhibited high threshold and a sensing anomaly. Lead dislodgement was found. The physician suggested that the patients aggressive tricuspid regurgitation contributed to the event. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.